Manufacturer narrative:
Cont'd from a.1: baby girl. The customer¿s report of a leak at the connection to the filter was confirmed. Visual inspection of set noted no damage or any anomalies. Examination under magnification identified insufficient solvent applied at the engagement between the pvc tubing and the filter outlet. Functional testing confirmed leaking from the same location. The tubing was measured to be within measurement specification. The root cause of the report of leaking from the filter was due to insufficient solvent at the engagement between the filter outlet and tubing.

Event description:
The customer reported a syringe module set leaked at the connection to the filter during an unspecified nicu infusion. The set was replaced and there was no patient harm.

Manufacturer narrative:
(B)(6). Concomitant medical products: mz1000-07, therapy date (B)(6) 2018. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a alaris syringe module set was leaking unspecified fluids at the connection to the filter. It was reported by the customer that the "medication line" suspect set was replaced with a new set. There was no report of patient harm. The event occurred in nicu.